Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Manufacturer narrative:
An investigation was performed. The complaint sample was not returned to the manufacturing site for review. Because a lot number was not provided, the device history record could not be performed. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Since the sample was not returned, there is not enough evidence to determine what could cause this event. However the pfmea was reviewed in order to identify the possible root causes for the failure luer adapter - cracked. The following potential causes were identified in the pfmea or in addition to this document: incoming inspection not performed, in-process inspection not performed, defective material, malfunction, misuse and/or over torque. With the available information it is not possible to confirm an exact root cause for this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. An exceeded risk threshold was found for this failure mode; however these events are addressed through a formal CAPA and hhe, no additional actions were required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedures, manufacturing performs 100% visual inspection during production, which would identify cracked adapters in the catheter assembly. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer reports cracking and leakage from the ultem luer lock adapters. The catheter was pulled and replaced on the (B)(6) 2015 after leakage was noted.